Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 196, 208, 193, 140 and 149mg/dl. The customer¿s expected am fasting blood glucose test result range is 102-120mg/dl and expected pm non-fasting blood glucose test result range is 140-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 144mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/13/2023 and open vial date is two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 196 mg/dl; date: 01-02; time: 09:27 am; non-fasting. Result 2: 208 mg/dl; date: 01-02; time: 09:26 am; non-fasting. Result 3: 193 mg/dl; date: 01-02; time: 09:24 am; non-fasting. Result 4: 140 mg/dl; date: 01-02; time: 08:48 am; fasting. Result 5: 149 mg/dl; date: 01-02; time: 08:46 am; fasting.